Event description:
Related manufacturer reference number: 2017865-2022-13945. It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right atrial - ra lead and right ventricular - rv lead exhibited episodes of noise. The ra and rv leads were explanted and replaced. The patient was in stable condition.